Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure the physician attempted to reposition the lead. It was observed that the silicone collar had detached while tissue was removed from the helix. A replacement lead was used to complete the procedure. There were no patient issues.

Manufacturer narrative:
The reported event of silicone collar detachment during procedure was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the soft tip was detached from distal tip, and not returned for analysis. The cause of the reported event was due to damage which occurred at the time of procedure.